Event description:
It was reported that when using the bd pyxis¿ medbank tower, it unable to issue item. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure ode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the system experienced issue with medication dispensing. A technical support specialist confirmed that the customer had not initially selected the "add items" button, which was necessary to proceed. After the button was selected and access was granted, an "allergy notice" appeared. Consequently, the customer decided to withhold issuing the item until additional information regarding the patient's allergy was obtained. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it unable to issue item.the customer reported there was a delay in dispensing medications to the patient.there were no adverse events or injuries reported based on this event.